Event description:
It was reported that the patient had discomfort at the ipg site after losing weight. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was repositioned superiorly.

Manufacturer narrative:
B3: event date is estimated. A patient experiencing pain/discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.